Event description:
It was reported during an initial implant, the anchor was broken. Specifically, when deployed, the "metal tip" deployed with the anchor. This resulted in a revision procedure with a second anchor that worked properly. There were no patient symptoms reported. The pump was used to deliver lioresal (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8785, implanted: (B)(6) 2015, product type: accessory. (B)(4).